Event description:
It was reported that the bd maxplus¿ needle-free connector was cracked and leaking. The following information was provided by the initial reporter: while changing out set and after all infusions were restarted for about 5 minutes, patient c/o feeling leakage of fluid from IV site. Rn assessed and noticed the max-plus connector was cracked in several pieces. Rn removed the connector and as she was getting ready to change out, she noticed a backflow of blood coming out of the y-site back check valve on the mainline and a pool of blood on linen. IV line immediately dc'd and switched out.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaints of tubing defective and leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ needle-free connector was cracked and leaking. The following information was provided by the initial reporter: while changing out set and after all infusions were restarted for about 5 minutes, patient c/o feeling leakage of fluid from IV site. Rn assessed and noticed the max-plus connector was cracked in several pieces. Rn removed the connector and as she was getting ready to change out, she noticed a backflow of blood coming out of the y-site back check valve on the mainline and a pool of blood on linen. IV line immediately dc'd and switched out.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.